Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), genital haemorrhage ('abnormal bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (hysterectomy and hysterectomy and additional surgery post hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, dyspareunia, vaginal disorder, autoimmune disorder and anaemia outcome was unknown. The reporter considered anaemia, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic infection, pelvic pain and vaginal disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet and medical record received. The case was upgraded from other event to incident. Previously reported event ¿injury¿ was updated to more specified events¿ pelvic infection, abnormal bleeding, pain, dyspareunia, vaginal scar, anemia, and autoimmune-like symptoms¿. Reporter information, demographics, essure indication (amended), essure lot number, essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), genital haemorrhage ('abnormal bleeding/ heavy bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), anaemia ("anemia"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), fatigue ("fatigue") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and additional surgery post hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, dyspareunia, vaginal scarring, autoimmune disorder, anaemia, dysmenorrhoea, back pain, fatigue, weight increased and vaginal infection outcome was unknown. The reporter considered anaemia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic infection, pelvic pain, vaginal infection, vaginal scarring and weight increased to be related to essure. The reporter commented: patient was hospitalized for the event pelvic infection. Lot number: b76530 manufacturing date: 2013-10 expiration date: 2016-10. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received- new event menstrual pain, back pain, fatigue, weight gain and vaginal infection were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), genital haemorrhage ('abnormal bleeding/ heavy bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), anaemia ("anemia"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), fatigue ("fatigue") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy and additional surgery post hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, dyspareunia, vaginal scarring, autoimmune disorder, anaemia, dysmenorrhoea, back pain, fatigue, weight increased and vaginal infection outcome was unknown. The reporter considered anaemia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic infection, pelvic pain, vaginal infection, vaginal scarring and weight increased to be related to essure. The reporter commented: patient was hospitalized for the event pelvic infection. Lot number: b76530, production date 2013-10-04, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), genital haemorrhage ('abnormal bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (hysterectomy and hysterectomy and additional surgery post hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, dyspareunia, vaginal disorder, autoimmune disorder and anaemia outcome was unknown. The reporter considered anaemia, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic infection, pelvic pain and vaginal disorder to be related to essure. Lot number: b76530 manufacturing date: 2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.